Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed virtual watch dog alarm and program alarm anomaly alarm. Customer's blood glucose was 105 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with a blank display, a constant vibrate and constant tone due to a faulty component on the interface board. Unable to confirm alarms or conduct complete functional testing due to the blank display. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.